Manufacturer narrative:
The plate and screw are titanium and while it is unlikely that the issue is related to metal sensitivity, there is the remote possibility that this is the cause of the issue. The instructions-for-use (IFU) supplied with the devices lists foreign body sensitivity as a possible adverse outcome. No connection can be made at this time between the post-op issue and the use of the depuy products.

Event description:
Allergist contacted depuy spine to gather test sample of product placed in patients cervical spine. The patient was implanted with cervical hardware in (B)(6) 2010. Three months after surgery, patient developed a significant itch. Testing has found no cause for the itch to date. Allergist does not believe the problem is related to the spinal implants but wants to rule it out. He reported that there is no swelling or rash at the site.